Event description:
It was reported that thrombosis, device movement/shift and leak occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx pro laa closure device was implanted on (B)(6)2025. The patient was discharged on xarelto 20mg. During a routine 45-day follow-up transesophageal echocardiography (tee), a mobile thrombus was noted on the closure device. The closure device was noted to be slightly proximal from the original procedure, and a small leak (unknown size/not measured) was noted. The thrombus was percutaneously removed with a non-boston scientific (bsc) device along with the use of the sentinel cerebral protection system.